Event description:
On (B)(6) 2022 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The patient's spouse reported that for approximately since (B)(6) 2023, the stoma site had redness, inflammation, and expelled a yellowish-white liquid and began treatment with septrin forte for five days.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.